Manufacturer narrative:
Investigation summary bd received one photograph and one video for investigation. The evaluation of the photograph and video indicated that the stopper could not sit in the customer's centrifuge, but did not show any apparent evidence of stopper defects. Furthermore, the evaluation of the 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using, bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes are reported to have different size shields which affect processing in the centrifuge and concern for spilled samples. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using, bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes are reported to have different size shields which affect processing in the centrifuge and concern for spilled samples. There was no health impact or consequences reported.